Event description:
It was reported that a cadd-solis vip ambulatory infusion pump (B)(6) had a downstream occlusion (dso) seal separated from the base of the device, identified during testing. There was no patient involvement, and no patient harm was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled (uso) upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The downstream/upstream occlusion seals were replaced. Verification testing (pvt) was performed, and the unit passed all testing criteria. The unit was reset to standard configuration.